Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva (ethylene vinyl acetate) bags leaked at the administration port. The event occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between may 26, 2023 ¿ may 27, 2023. H11: three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.